Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was noted as operational, and the half height drawer 4 was off the bus. A field service engineer (fse) inspected the drawer chassis and noted that the pyxis module controller board diagnostic light emitting diodes (leds) were extinguished. The fse diagnosed a failed 4.1 drawer controller, which cascaded into a pyxis module controller board failure. The replacements were installed, the system was reconfigured, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to power up and was offline in rss. The customer stated that the device suddenly shut down and did not turn back on. Multiple reboot attempts were made; however, the machine could not be recovered. The affected station was located on the 6th floor. There were no delay or adverse events or injuries reported based on this event.